Event description:
It was reported that a malfunction alarm occurred with the pump, displaying a malfunction code 0. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump and provided instructions for further use. The malfunction did not recur after the reset, and the customer was advised to continue using the pump while keeping in contact if any issues arose.